Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. A failure mode investigation (fmi) for this issue was completed and documented in (B)(4). This failure mode is being further investigated in a corrective and preventive action (CAPA). The increase in occurrence of grip cable failures is also associated with a field action (isifa2024-09-c). The instrument is associated with a component change to improve grip cable performance and reliability by replacing the black-as-drawn (bad) cable with an electropolished (ep) cable. No additional actions are currently required given that this issue will continue to be tracked per (B)(4). (Quality data review meetings).

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.